Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet and subsequently changed the inset 23 inch, 6 mm infusion set, after which they sought guidance on the rewind process and later administered a manual subcutaneous insulin injection; blood glucose reached 357 mg/dl and had been high for a few hours before trending down following the manual dose. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of ilet use with disconnection for approximately two hours, no need for professional medical intervention, and no assistance required from others. Investigation included customer interview, troubleshooting education on occlusion causes and the rewind process, and follow-up to confirm resolution. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion alert that resolved after supply change and correction with a manual injection, with no observed leaks or kinks reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set or flow-path occlusion leading to interrupted insulin delivery.